Event description:
Reporter stated that customer received the following results on two different meters within 3-4 minutes: hi (result over 600 mg/dl (mobile system 1) and 140 mg/dl (mobile system 2). Readings occurred with two different lots of test strips. Customer is not sure which lot produced which result. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for mobile system 1 with strip lot 278103. Reference medwatch with patient identifier (B)(6) for mobile system 2 with strip lot 278171.